Manufacturer narrative:
(B)(4). Date sent 6/27/2025. D4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lap gastrectomy surgery, after fired, noted the staples malformed. Changed another one to continue the surgery, the same problem happened again. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 7/21/2025. D4 batch #701a30. Corrected data d4: UDI#. Investigation summary: the product was returned for thorough evaluation, which included visual inspections and functional testing of the returned device. Visual analysis of the returned sample revealed that the cdh31p device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present. During the visual inspection of anvil half washer the cut was not perfect circle and the small missing part on the anvil half washer was observed on the casing half washer. When the test battery was installed the green checkmark illuminated, indicating that the device was fired and achieved complete firing stroke. The device was reloaded with staples, a new washer was placed on the device. The device was reset and tested for functionality. It fired and formed all the staples as well as cut the test breakaway washer without incident. However, the cut on the test washer was not perfect circle. Besides, this condition is unrelated to the reported event. The staple line was complete, and the staples meet the staple form release criteria. Additionally, the knife was examined under magnification and no anomalies were noted. No conclusion could be reach on the cause of the condition of cut on the washer. The event described could not be confirmed as no malformed staples were observed. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Although the cause of the reported incident could not be determined, proper use of the echelon circular powered stapler is important to ensure functionality. For more information, please refer to the instructions for use. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 701a30, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent 8/5/2025. D4 batch 701a30. Investigation summary- the product was returned for thorough evaluation, which included visual inspections and functional testing of the returned device. Visual analysis of the returned sample revealed that the cdh31p device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present. During the visual inspection of anvil half washer the cut was not perfect circle and the small missing part on the anvil half washer was observed on the casing half washer. When the test battery was installed the green checkmark illuminated, indicating that the device was fired and achieved complete firing stroke. The device was reloaded with staples, a new washer was placed on the device. The device was reset and tested for functionality. It fired and formed all the staples as well as cut the test breakaway washer without incident. However, the cut on the test washer was not perfect circle. Besides, this condition is unrelated to the reported event. The staple line was complete, and the staples meet the staple form release criteria. Additionally, the knife was examined under magnification and no anomalies were noted. No conclusion could be reach on the cause of the condition of cut on the washer. The event described could not be confirmed as no malformed staples were observed. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Although the cause of the reported incident could not be determined, proper use of the echelon circular powered stapler is important to ensure functionality. For more information, please refer to the instructions for use. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 701a30, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent 7/23/2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent: 8/12/2025 d4 batch # 701a30 investigation summary the product was returned for thorough evaluation, which included visual inspections and functional testing of the returned device. Visual analysis of the returned sample revealed that the cdh31p device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present. During the visual inspection of anvil half washer the cut was not perfect circle and the small missing part on the anvil half washer was observed on the casing half washer. When the test battery was installed the green checkmark illuminated, indicating that the device was fired and achieved complete firing stroke. The device was reloaded with staples, a new washer was placed on the device. The device was reset and tested for functionality. It fired and formed all the staples as well as cut the test breakaway washer without incident. However, the cut on the test washer was not perfect circle. Besides, this condition is unrelated to the reported event. The staple line was complete, and the staples meet the staple form release criteria. Additionally, the knife was examined under magnification and no anomalies were noted. No conclusion could be reach on the cause of the condition of cut on the washer. The event described could not be confirmed as no malformed staples were observed. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Although the cause of the reported incident could not be determined, proper use of the echelon circular powered stapler is important to ensure functionality. For more information, please refer to the instructions for use. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The device was sent to cincinnati for additional evaluation. Upon arrival in cincinnati pi lab. Upon reviewing the cut washers packaged with device serial (B)(6), it was noted that the washer cut did appear gaged and concentric. The knife of the device was visually investigated, but no damage was observed. The knife was also reviewed under magnification. Again, no damage could be observed. Since staple formation was already reviewed at the independencia pi lab and was found to be conforming, the device was not reloaded with staples when functional testing was performed at the cincinnati pi lab. During functional testing, the device completely cut the test media as well as the breakaway washer. No abnormalities were observed. The malformed staple issues reported could not be confirmed based on both devices firing and forming all the staples as well as completely cutting the test media and the breakaway washer without incident. A manufacturing record evaluation was performed for the finished device batch number 701a30, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent 7/16/2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.